Event description:
A pt reported experiencing inaccurate erratic results with a lifescan meter. The pt's blood glucose results were 230mg/dl, 136mg/dl. Tests were done within 10 mins with a difference of 46%. Pt did not experience any adverse events. No further info has been reported. Note: in the potential medical tab it was documented that, "code # was incorrect in their meter.")